Event description:
The catheter was placed via the jugular vein on 3/18/97. As the physician was removing the catheter on 11/5/96, the catheter broke and a fragment embolized to the pulmonary system. The fragment was snared out with a heart catheter via the femoral vein.